Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 433 (mg/dl). The customer was uncertain of the suspected cause. The customer had not yet addressed their bg levels. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer did not have alternate therapy available at the time of the issue but declined follow-up to ensure receipt of alternate therapy.